Manufacturer narrative:
Correction: h6 - previously h6 codes did not update for the non-return status.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to sense, low pacing impedance and break. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.